Event description:
The info received from the affiliate states that this female pt was presented to the interventional lab for repair of a lesion located in the right and middle superficial femoral artery (sfa). The vessel was described as de novo and calcified. The vessel was straight at the lesion site. The rate of stenosis was 95%. The total lesion length was 200 mm, total occluded length was 100 mm. Heparin was given at the beginning of the procedure, total dose during the procedure was 5000 iu. After pre-dilatation with 5 x 120 mm balloon, two smart stents of 6 x 120 mm were deployed in the right sfa. Post dilatation was performed with a 5 x 120 mm balloon. Seven mos later, the pt returned to the hosp complaining of walking discomfort and pain in her right leg after walking 250 meters. Angioplasty (pta) was performed in the proximal stent with a 5x20 balloon and a planned laser pta with a 2mm booster-laser was performed the next month. The pt is in good condition.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.